Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, loss of rf connection was noted on the pacemaker. Several attempts were made but unsuccessfully. Another device was used. Patient was stable.